Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating"), dysgeusia ("metallic taste in her mouth"), rash ("rashes"), migraine ("migraines") and alopecia ("hair loss"). The patient underwent a bilateral salpingectomy to remove the essure device in (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, dysgeusia, rash, migraine and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating"), dysgeusia ("metallic taste in her mouth"), rash ("rashes"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, dysgeusia, rash, migraine and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.